Manufacturer narrative:
Investigation details: investigation was completed, the complaint is confirmed for not being able to stop energy on the device. Probable cause for defective micro switch is component manufacturing. Manufacturing personnel will be notified.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the pa was not able to stop energy. A replacement device was used to complete the procedure. No patient complications were reported by the hospital.